Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's screen was not displayed, airflow is being delivered normally. The device was not in patient use. The device's lcd display was replaced to address the issue. In addition to the above evaluation, the device's pollen filter, motor blower assembly, flow sensor assembly, tubing kit (including 43-micron filter) were replaced for life related smell. Stirring fan foam was also replaced in accordance with replacement of motor blower assembly. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly. Software version was uploaded. The air path foam and the air inlet path assembly will be replaced when replacement air path foams and air inlet path assemblies arrive.